Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. On (B)(6) 2018 the customer returned pump for an alleged drive/motor anomaly and loose drive support disk. Pump alarmed motor error during rewind. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: loose/protruded drive support disk, broken belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. Unit received with motor error alarm during rewind due to motor encoder signal out of phase. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Report source has been updated and provided with this report in section g2. Occupation has been updated and provided with this report in section e3. The information provided with the initial report in section h6 (1384) was incorrect.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap was flush and the insulin pump detected no reservoir. The customer's blood glucose level was 190 mg/dl. The device will not be returned for analysis.